Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead encountered a lead integrity alert (lia). Review of transmission reports revealed multiple episodes of high short interval counts (sic). Adjustments to the sensing of the device and possible causes were discussed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Product analyst commented,129 of 131 lifetime ventricular sensing integrity counter (sic) are recorded beginning (B)(4) 2014. Lead integrity alert (lia) triggered on (B)(4) 2014 due to meeting the requirements for non sustained and ventricular sic. Met the lia trigger requirement for non sustained on (B)(4) 2014.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.